Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach in aseptic technique was further described as another person in the room during pd therapy did not wear a mask. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient started treatment with intraperitoneal cefazolin 2 g (frequency not reported) and intraperitoneal ceftazidime 2 g (frequency not reported) for peritonitis. The following day, the cefazolin and ceftazidime were discontinued. Two days after the event onset, the patient was hospitalized for peritonitis and pd therapy was discontinued and the patient was switched to hemodialysis. During hospitalization, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. At the time of this report, the patient was recovering and it is unknown if the patient has been discharged from the hospital. It was not reported if the patient was retrained on aseptic technique. No additional information is available.